Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced damage/bent luer lock to correct issue. Replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales representative that the customer reported that the pump was overfilling the fill chamber during a hip scope. Customer completed the procedure using the pump. No patient consequences. Device to be returned. Additional information received by mitek complaints on december 29, 2014: the sales representative confirmed the overflow was from the saline bag. The sales representative reported that the metal lure lock connector on the pump was slightly bent causing a bad connection with the tubing. He reported that the surgeon was able to complete the procedure with the device and that there were no patient consequences or delay.